Event description:
Reporter alleged obtaining the results of 187 mg/dl and 87 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she had eaten an apple and drank orange juice about 30 minutes prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.